Manufacturer narrative:
E1 full establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the following; the tip cover glass was damaged, the light guide end face was damaged, the outer tube was bending, there was poor lighting due to a broken light guide and also due to tip breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the telescope "trueview ii", 4 mm, 30°, autoclavable had a chipped tip lens and separation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the tip cover glass was damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was caused wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.